Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Investigation summary. Complaint investigation results: review of complaint record database 2567486 event description and all available information was completed, and lot number 6014969 was provided. Complaint was classified under malfunction code: leak between tubing and site connector - trace moisture / minor wetness. A query was run in the electronic quality management system (eqms) on 28-may-2026 against "lot number" "6014969" and similar malfunction code(s): leakage from connection between the tubing connector and the infusion set, leakage from connection between the tubing connector and the infusion set, tubing connector is cracked, split, deformed, leakage may occur, tubing connector is cracked, split, deformed, leakage may occur. No records were identified for this lot and similar related issues. A non-conformance (nc) / corrective and preventive action (CAPA) query search was run in the eqms system performed on 28-may-2026 against "lot/batch number" "6014969". No records were found. Batch record review: sub assembly batch record with lot 5g03184 and 6014969 for the main batch record with lot 6014969 were reviewed. Review of the sub-assembly documentation showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion of complaint investigation: lot number 6014969 was provided, however, as the complaint is categorized as reportable and no issues were found during eqms search and batch record review: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set leak at tube event on 15 feb 2026. Patient experienced bleeding.